Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call no delivery alarm. Customer's blood glucose level was 154 mg/dl. Customer treated their blood glucose via insulin pump. Customer advised they attempted to prime twice and received the no delivery alarm. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during manual prime. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer replaced the plunger and manually pushed the plunger in order to verify insulin exited the tubing. Customer advised the insulin pump did not alarm no delivery with manual prime. Customer was advised to return the infusion set and reservoir. Customer was advised replacement products would be sent out.